Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 76 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from trueresult meter to glucocart meter; observed 80 mg/dl difference between readings. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 210 mg/dl and 213 mg/dl. Verified storage of product is within instructed spec since they are kept in desk. Test strip lot manufacturer's expiration date is 09/30/2016 and open vial date is month of (B)(6) 2015. Recall test results performed from meter memory: 1:72 mg/dl (B)(6) 2015 01:30am fasting: yes, 2:109 mg/dl (B)(6) 2015 05:25am fasting: yes, 3:112 mg/dl (B)(6) 2015 04:25pm fasting: no, 4:74 mg/dl (B)(6) 2015 06:00am fasting: yes, 5:120 mg/dl (B)(6) 2015 04:45pm fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 76 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from trueresult meter to glucocart meter; observed 80 mg/dl difference between readings. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 210 mg/dl and 213 mg/dl. Verified storage of product is within instructed specification since they are kept in desk. Test strip lot manufacturer's expiration date is 09/30/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.